Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and observed dried serum on the tip clamp, plunger clamp, and sleeve in the problem area. Replaced the tip clamp, lld contact spring and tip retaining clip. All the tip clamp assemblies were cleaned. The instrument was tested without further problem and returned to service.